Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. This pacemaker was explanted and replaced. No additional adverse patient effects were reported. Product return was requested. Additional information received reported that this pacemaker had been close to elective replacement indicator (eri) and scheduled for device changeout before the code 1003 was recorded. No additional adverse patient effects were reported. The explanted pacemaker was in the hospital's possession, and the hospital will handle device return.

Manufacturer narrative:
This product has not been returned to boston scientific when the initial investigation was completed, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a code 1003 and was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When the device detects an elevated battery impedance, a code 1003 is displayed to alert users that a high battery impedance condition exists. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. This pacemaker was explanted and replaced. No additional adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. This pacemaker was explanted and replaced. No additional adverse patient effects were reported. Product return was requested. Additional information received reported that this pacemaker had been close to elective replacement indicator (eri) and scheduled for device changeout before the code 1003 was recorded. No additional adverse patient effects were reported. The explanted pacemaker was in the hospital's possession, and the hospital will handle device return.